Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic radical subtotal gastrectomy procedure, while firing the device, there was no problem. But after checking the anastomosis site, the surgeon found the staple of the cartridge did not form well, and some staples remained at the original state at the transection site. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: intra-operative video received. Based on the video and event description evidence, the belief is that the cartridge selection may have contributed to the potential cause of the complication experienced.

Manufacturer narrative:
(B)(4). Additional information: drivers. The analysis found that one pse60a device was returned in good visual condition and with two cartridge reloads present. Cartridge (b) ecr60b, l52x6n was received fully fired and with 10 double drivers missing and one out of position making the reload non-functional. Cartridge (b) ecr60d, l5459x was received fully fired and in good visual condition. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. Although no conclusion could be reached on what caused the drivers from reload (b) to fall, it is possible that the package was not opened using the sterile technique resulting in the drivers dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.